Event description:
Patient reported the insertion assist device does not release the headset immediately after pressing the button but it releases it minutes later. Patient stated the issue began about 2 weeks ago. No adverse event reported. Requested return of the alleged insertion assist device for evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.